Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that following implantation of a rayone spheric rao100c the patient presented with massive fibrosis. No further information or product identifying data has been made available to rayner at this stage. Rayner is following up with its affiliate company in (B)(6) to obtain additional information to facilitate further investigation of this event.

Event description:
On 2nd august 2021, rayner intraocular lenses limited received notification from its (B)(6) affiliate company of an event that occurred following implantation of a rayone spheric rao100c. The event description provided states that post-operatively the patient presented with massive fibrosis.